Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor delivery stopped; further described as "did not flow until the distal end of the tubing". This issue was discovered during priming, after filling saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 26, 2021 - february 27, 2021. H10: the actual device was received for evaluation. The sample was returned containing 9 ml of residual drug fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.